Event description:
Atherectomy, angioplasty and stent placement were performed of the mid and proximal left anterior descending (lad) artery via femoral artery access approach, without issue. All devices and guide catheter were then removed from that access point. Percutaneous cardiovascular intervention was then attempted in a severely, 80% calcified lesion in the proximal circumflex (cx) artery, which was 3.5mm in diameter. The cx origin off the left main was severely tortious with a 90-degree bend. Following initial wiring of the obtuse marginal artery and wire exchange, the diamondback orbital atherectomy device was advanced into the left main coronary artery. Glideassist was used for several unsuccessful attempts to advance the oad into the lesions in the proximal cx. While advancing the oad, the viperwire shifted back into the proximal cx near the tip of the oad. When making another attempt to advance the viperwire, the tip of the wire did not appear to advance on imaging. The oad and wire were removed together, and the spring tip was observed to have fractured and become stuck in the tip of the driveshaft; the wire tip had been removed from the patient with removal of the oad. No intervention was required to retrieve any fragments. Atherectomy in the cx artery was aborted. The procedure was completed with balloon angioplasty and stent placement in the proximal circumflex without any further issue. The patient was discharged home.

Manufacturer narrative:
Date received by manufacturer: original report of an unspecified event was received on 2/15/2022. At that time there was no information indicating a reportable malfunction or serious injury. On 2/18/2022, additional information was received indicating the wire fractured, but it was not clear if it fractured in the patient or not. Additional information received on 2/21/2022 indicated the wire fractured in vivo. The results of the investigation are inconclusive since the reported device was not returned for analysis. The facility retained the device and declined to return it. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).